Event description:
Complainant claims while trying to insert the knee implant during surgery on 1/8/97, the implant did not fit. Another implant of a different size was tried and did fit properly. Surgery may have been delayed by this event. There was no reported injury to the pt.